Event description:
It was reported that the ventilator was not working. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working. Identification of issue has been done by analyzing problem description, service report and communication with field service engineer (fse). There was no patient involvement. Based on technician statement, the initially claimed not working refers to failed internal leakage test. The expiratory cassette has been traced as source of the issue and has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The complaint was decided to be reported based on available information (no logs or no information about faulty part), as the initial description - unit is not working - in some cases might have underlying causes which represent a reportable event. In the further process of complaint handling the issue was related to internal leakage test and was solved by replacing expiratory cassette. The expiratory cassette is measuring the expiratory flow. A fault in the expiratory cassette will be detected during pre-use check (puc) and will not affect ventilation. It is worth noting that a puc should always be performed before connecting the ventilator to a patient. The technician remarked that the expiratory cassette has been worn due to normal use of this part, for example exceed cleaning routine. There is no information how long the cassette has been in use. The most probable root cause is wear and tear of the component.